Manufacturer narrative:
A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 155 cm. Sleek 2.0 mm. X 220 mm. L pta balloon catheter could not cross the lesion and got kinked at its hub, and a 155 cm. Saber rx 4 mm. X 15 cm. Pta balloon catheter was inflated but ruptured at 8 atmospheres. There was no reported patient injury. It was reported as unknown how the procedure was completed, but the procedure was completed successfully. A non-cordis guide wire crossed the lesion, and the sleek was inserted. However it could not cross the lesion and got kinked at its hub. It was replaced with a new non-cordis balloon. Another 2 mm. Saber balloon was inflated in the lesion. Then the balloon catheter was changed to the saber pta (complaint product) to inflate, but it ruptured at 8 atmospheres. The target lesion, vessel level of tortuousness, calcification, and rate of stenosis was unknown. The products were clinically used, and they will not be returned for analysis. Additional information for the sleek product received: there were no anomalies noted during the prep of the device, and no damage noted to the box, pouch, hoop or balloon sleeve. There was no difficulty removing the balloon sleeve, and no kinks noted on the device prior to use. The patient did not experience any complications as a result of the failure with the device. The device was removed in one piece from the patient. Additional investigational questions were answered as unknown. Additional information is pending regarding the saber product.

Manufacturer narrative:
Complaint conclusion-a 155 cm. Sleek 2.0 mm. X 220 mm. L pta balloon catheter could not cross the lesion and got kinked at its hub, and a 155 cm. Saber rx 4 mm. X 15 cm. Pta balloon catheter was inflated but ruptured at 8 atmospheres. There was no reported patient injury. It was reported as unknown how the procedure was completed, but the procedure was completed successfully. A non-cordis guide wire crossed the lesion, and the sleek was inserted. However it could not cross the lesion and got kinked at its hub. It was replaced with a new non-cordis balloon. Another 2 mm. Saber balloon was inflated in the lesion. Then the balloon catheter was changed to the saber pta to inflate, but it ruptured at eight atmospheres. The target lesion, vessel level of tortuousness, calcification, and rate of stenosis was unknown. There were no anomalies noted during the prep of the sleek, and no damage noted to the box, pouch, hoop or balloon sleeve. There was no difficulty removing the balloon sleeve, and no kinks noted on the device prior to use. The patient did not experience any complications as a result of the failure with the device. The device was removed in one piece from the patient. The saber balloon was removed in one piece from the patient when the catheter was removed. There was no difficulty removing the product from the hoop, or in removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally.  Case (B)(4): the device was not returned for analysis. A device history record (DHR) review of lot 50117367 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Case (B)(4): the device was not returned for analysis. A device history record (DHR) review of lot 17335228 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to cross¿ and ¿body/shaft kinked/bent¿ could not be confirmed as the sleek balloon was not returned for analysis. The exact cause could not be determined. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the saber balloon was not returned for analysis. The exact cause could not be determined. Vessel characteristics were not provided. Difficulty crossing a product through an anatomical structure is a known procedural occurrence. This type of difficulty occurring during the clinical use of the device is usually addressed by modification in technique or substitution with another device. Crossing difficulty and device kinking is most commonly related to the patient¿s anatomy, vessel characteristics, operator¿s technique and appropriate device selection. Factors such as tortuous vessels, calcified lesions or an increased difficulty to track the product through an existing stent may contribute to it. According to the instructions for use of the saber balloon, ¿do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization.¿ neither the DHR reviews nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Event description:
Additional information received regarding the saber product: the balloon was removed in one piece from the patient when the catheter was removed. There was no difficulty removing the product from the hoop, or in removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally. Additional investigational questions were answered as unknown.